Manufacturer narrative:
Device manufacturer date: the date could not be determined since the lot number was not provided. The suspect device was sent to olympus for evaluation. All of the probe assembly pieces were present. Inspection confirmed the probe was fractured at approximately 13.8 centimeters from the braze joint. In addition, there were scratches on the floating tube (distal end site) and signs of corrosion were detected at the shock pulsing free mass and thread. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the legal manufacturer's investigation, it is likely the fracture of the probe was the result of user mishandling during use. The probe must be kept concentric to the endoscope's instrument channel while active to prevent the introduction of unnecessary torque on the probe. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warning, which may help to prevent the issue: "the probe is fragile. It is critical that the surgeon does not bend or torque the probes against the endoscope during the procedure. There is no need to rotate the probe or transducer; it will not improve fragmentation or stone clearance." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that, during a kidney stone removal procedure, the probe started to sound different after a minute of use. The probe was removed from the patient and the distal end fell off outside of the patient. The procedure was completed using another device from the same package after a delay of approximately two to five minutes. There was no effect on the patient due to the event.

Manufacturer narrative:
The initial medwatch incorrectly reported the site registration number. The site registration number is (B)(4).